Manufacturer narrative:
G4: 10feb2020. B4: (B)(6)2020 the part was returned to the manufacturer for failure investigation (fi). The root cause was failure of diode d37. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25oct2019. The device was evaluated and a faulty power management board was found. The power source issue was confirmed. The power management board was replaced and the reported issue was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The customer stated no parts will be returned for internal failure analysis; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported that during performance verification testing (pvt) when battery is disconnected, unit will not power on when plugged into ac (alternate current). There was no patient/user involvement.